Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the instructions for use (IFU) warns not to use excessive torque on the guide and translation of the mitraclip and warns ¿do not retract the lock lever forcefully. Retracting the lock lever forcefully may result in the inability to unlock the clip.¿ the investigation determined the reported clip opening while establishing final arm angle (efaa) appears to be due to the reported improper of incorrect procedure or method. The improper of incorrect procedure or method is due to the user error of maneuvering the device aggressively and jamming the clip around. There is no indication of a product issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021 to treat functional mitral regurgitation with a grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa) the clip continuously opened to 30-40 degrees. Despite all the troubleshooting, the clip continued to open and the cds was removed from the patient. Once outside the patient, it was noted that the clip passed efaa. The cds was exchanged for a new one and the procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no reported adverse patient effects. In addition, there was no evidence of device malfunction during the case. It was noted that the device was maneuvered aggressively, causing the clip to jam around it; therefore, it continued to unlock. No additional information was provided.